Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). The customer stated that qc was passing prior to the event. The customer also stated that qc was run again once the issue was discovered and failed. Calibration was rerun and had a flag upon completion. Qc was repeated that evening and was in range and better with some points still high. Some results were high and out of range. Qc passed again on 25-sep-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results from the cobas 6000 c (501) module for approximately 30 to 40 patients. The customer alleges that the triglyceride results started running high, 200 mg/dl - 600 mg/dl. The doctors recognized the high results and questioned them. Exact results and repeat results have not been provided.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. Patient results were provided. The initial result was 452 mg/dl, and the repeat result was 131 mg/dl. A field service engineer (fse) determined that there was a hole in the vacuum side of the rinse tubing due to wear and tear. The fse replaced the rinse mechanism tubing and completed mechanism checks, and observed that the rinse levels and pressure were within specifications. A 21-cup precision check was completed as well and an ion-selective electrode (ise) check, all of which passed specifications. The investigation determined that the service action resolved the issue.